Manufacturer narrative:
Lot and seral number of the disposable device not provided by the complaint, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted. No relationship can be established between DHR and current complaint. If additional relevant info is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014. Approximately, "48 hours post ablation" the patient presented to the emergency room with "acute onset of severe pain". A laparotomy was performed and revealed "extensive bowel injury requiring resection and primary re-anastomosis. A hysterectomy was also performed". We have been unable to obtain additional info surrounding this event.